Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remoted into the station and troubleshooting was performed, the issue could not be replicated, all tower doors were tested and recovered successfully, and the customer confirmed no recurrence during the day shift, after which the case was closed with guidance to provide med-ID and tower door details if the issue reoccurs. The system functioned as intended after the technical support specialist (tss) assessed the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower screen kept freezing and had to be reset every time. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.